Event description:
It was reported that bd vacutainer® push button blood collection set leaked. The following information was provided by the initial reporter: "the tubing was cracked. Blood leakage. Pbbcs big customer. We would like to escalate this complaint."

Manufacturer narrative:
H.6 investigation summary : bd received samples from the customer facility and photos were sent to plant for investigation. The photos were evaluated and the customer's indicated failure mode for blood leakage from damaged tubing with the incident lot was observed. Evaluation of the customer photos was performed and blood leakage from damaged tubing was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional product code: fpa. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked. The following information was provided by the initial reporter: "the tubing was cracked. Blood leakage. Pbbcs big customer. We would like to escalate this complaint."